Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) exhibited a fault code indicating that voltage was detected on the leads during charging. The code was cleared and the device tested, but the fault code recurred. The ICD was replaced.